Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net transmission. Upon review, episodes of non-sustained right ventricular oversensing (nsrvo) were noted and were caused by far p wave oversensing and also some myopotential oversensing. The ventricular lead was sensing the intrinsic p-wave 20 ms after the atrial event occurred. The patient did not receive therapy during oversensing. No programming changes were performed. The patient will be monitored for several months.